Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified mid left anterior descending artery (lad) that was 90% stenosed. A 3.0 x 33 mm and a 3.5 x 28 mm xience xpedition stent were implanted in the mid lad. A de novo lesion in a moderately tortuous and mildly calcified left circumflex artery (lcx) that was 100% stenosed was also treated. A 2.25 x 28 mm xience xpedition stent was implanted in the lcx. The patient was stable and was discharged on (B)(6) 2015. It was noted that the patient was re-hospitalized on (B)(6) 2017 with intermittent angina. The diagnosis was unstable angina. Ultrasonography revealed a slight increase in electrical activity of the left atrium, and thyroid nodules. The patient discontinued taking aspirin and began taking 45 mg bid antiplatelet therapy. The patient was then discharged on (B)(6) 2017. According to the physician, there might be a relationship between the event and the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.